Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30094040l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.